Manufacturer narrative:
Failure analysis: the insulin pump was received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor and excessive no delivery test due to blank display. No audio/beep anomaly noted. The insulin pump had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 150 mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.